Event description:
On 05/01/2008, the patient reported, that she had experienced repeated occlusion errors (04) during boluses and her blood glucose measured "hi" on her blood glucose monitor in 2008 and measured 479 mg/dl a month later. Her target blood glucose range is 80-180 mg/dl. She injected 6 units of insulin via syringe prior to the report. She stated, that this issue has occurred with two separate boxes of infusion sets with different lot numbers. To troubleshoot the errors, she disconnects from the infusion site and performs a bolus. She reported, that she often receives an occlusion error at this time. She then removes the infusion tubing and is able to bolus without error. She stated, that she changes her infusion site every 2-4 days and infusion tubing every 4-8 days. She was advised to change the infusion site every 2 days and the infusion tubing every 6 days. She stated, that she reuses insulin cartridges approximately 5 times. She was advised not to reuse insulin cartridges. She stated, that the adapter and piston rod have never been changed. The patient became upset while discussing use time of accessories. She did not agree that using accessories longer than recommended or reusing product could cause occlusion errors. The patient was not experiencing an occlusion at the time of the report. She was advised to change her insulin cartridge and infusion set. She was sent a replacement adapter, piston rod, and infusion sets. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were requested to be returned for evaluation.